Event description:
It was reported that bd micro fine plus¿ pen injector needle came with a mix of product types. This occurred on 14 occasions before use. The following information was provided by the initial reporter: customer reported that other spec product got mixed.

Manufacturer narrative:
H.6. Investigation: one sealed 31g x 5mm pen needle polybag and three photos were returned from lot. No. 8346623, cat. No. 320129. Visual examination of the returned sample and photos was carried out and it was observed that two pen needles from lot. No. 8352652 were mixed in the polybag from lot. No. 8346623. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. Lot. No. 8346623 was manufactured on line 12, january 26 to 31, 2019 and packaged on line 667 february 2 to 4th, 2019. Lot. No. 8352652 was manufactured on line 17, january 27 to february 2nd, 2019 and packaged on 655 february 2nd 2019. A review of the manufacturing timeline and area has identified that both lots were assembled at the same time on lines next to each other. The most likely cause of this defect is an associate working on line 17 carried two pen needles in coat pocket and inadvertently placed them back on the incorrect line (line 12).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd micro fine plus¿ pen injector needle came with a mix of product types. This occurred on 14 occasions before use. The following information was provided by the initial reporter: customer reported that other spec product got mixed.